Event description:
While evaluating the electrode belt for an unrelated issue, a reportable problem was found. The patient's electrode belt trunk cable connector was unable to securely latch to a monitor. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) has been evaluated. As received, the trunk cable connector would not securely connect with the monitor. The cause for the inability to properly connect with the monitor is a defective trunk cable connector. The root cause has not been positively identified. No adverse event resulted from the defective connector. The patient was issued a replacement electrode belt.